Event description:
The clinic reported that a laser vision correction patient presented with glare (visual disturbance) around lights and in dim lighting in both eyes one year and a half post treatment. Treatment date was (B)(6) 2013. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of seeing glare around lights in dim lighting and that event is lasting and disabling, significantly with daily activities. Bcva pre-op (B)(6) 2013: right eye 20/20 -2.25 x .00 x 90, left eye 20/20 -3.25 x -.50 x 170. Bcva post-op (B)(6) 2014: right eye 20/15 .25 x .00 x 90, left eye 20/15 .50 x .00 x 90.

Manufacturer narrative:
Corrected data: on (B)(6) 2015, the patient's uncorrected visual acuity (ucva) was 20/15 in both eyes. (B)(6). Addition report source: user facility. All pertinent information available to abbott medical optics has been submitted.

Event description:
On (B)(6) 2015, the patient's uncorrected visual acuity (ucva) was 20/15 in both eyes.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.